Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose levels. Customer stated they were on their way to the emergency room. The customer's blood glucose was 412 mg/dl at the time of incident. The insulin pump will be returned for analysis.